Manufacturer narrative:
The internal identifier for this report is (B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The unicel dxc 600 synchron system was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified negative anion gaps and dirty cuvettes. The service documentation revealed that the carbon bridge needed to be replaced. The fse performed mod 11640: ionic selective electrode (ise) reference reagent tubing 11, 25, and 26 and wye fitting tubing replacement, cleaned the lines, and replaced the carbon bridge with p/n: b12181 and mod p/n b74195; which, resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified the carbon bridge and dirty cuvettes; which, attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The following erroneous result were reported: low sodium, low potassium and high chloride.